Event description:
It was reported that eri status was observed. Device currently remains implanted. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.